Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated sodium (na) result generated on the architect c4000 analyzer on one patient. (B)(6) serum = 160 / 143 / 142; plasma = 142 (normal range: 136-145), no units provided. No impact to patient management was reported.

Manufacturer narrative:
Additional patient provided: pt# 2 = 166 / 140. No impact to patient management was reported. The customer replaced the architect drying tip which resolved the issue. There were no additional discrepant results reported on the architect c4000, serial number (B)(6) , after the drying tip was replaced. A review of the architect (B)(6) instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect clinical chemistry systems found all erratic results were below the upper control limit. No trends or similar issues for discrepant results as described in this ticket were identified. A review of historical data for the architect drying tip associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect c4000, serial number (B)(6) , or the architect drying tip.